Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
It was reported that prior to use, the ventilator's battery did not work. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician confirmed the reported issue. The service technician found an error code in the ventilator diagnostic logs indicating a battery failed. The manufacturer¿s international service technician replaced the power management board and battery to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jul2020 b4: (B)(6) 2020 the power management board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.r